Event description:
On (B)(6) 2017, I had a boston scientific spinal cord stimulator implant it. From the moment I woke up from surgery, I have been in excruciating pain. It started with the incision site and has progressed over two years to where it's from my neck all the way down to the bottom of my foot on my left side. I've had m.ultiple injections along with two ablations to try to help with the pain. Nothing helps I am currently trying to get surgery set up to have it removed. I can no longer stand up straight due to the pain and I feel like I'm caring around an extra weight in the middle of my back. FDA safety report ID# (B)(4)